Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (53-60s mg/dl). Food and milk were consumed to address the bg level. The customer did not known the cause of the low bg. As per the customer's healthcare provider's instructions, the customer reverted to using a non-tandem pump for insulin therapy.